Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there are bent pins on the battery pca. There was no reported patient involvement.